Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Subsequently, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully a new cartridge to resume insulin therapy and resolve the issue. Customer¿s blood glucose level ranged from 240-272 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.